Event description:
The customer reported motor fault alarm on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. A visual inspection of device was conducted and there were no visible defects, damage or contamination. Installed power supply on to known good vela unit and powered into user mode, the unit started to alarm the following: motor fault, circuit disconnect, low peak inspiratory pressure and low minute ventilation. The reported complaint was duplicated and isolated to failed mosfet q210, fqa36p15. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.